Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk (std) review found there was a diagnostics problem.

Event description:
Asku

Event description:
It was reported that the caller felt that the diagnostics were incorrect. He indicated that the atrial histograms did not match the amount of time for mode switch. The device remains in use. No patient complications were reported as a result of this event.